Manufacturer narrative:
The implicated product ia a port with a 6.7 fr. Catheter. The product received for eval is the implicated port with a non-manufacturer catheter attached. The port and catheter assembly measures 12.85 inches long. A cath-lock is firmly secured in place. Viewing the port from above with the stem pointing toward the examiner, the septum contains a perpendicualr slit extending the entire diameter of the septum and situated slightly left of center. The catheter is somewhat rigid and is tan in color over most of its length, changing to brownish-red approximately 1.5 inches from the distal tip. This may be due to a dye study. The tubing is graduated with depth markers throughout its length; the 25cm marker is most proximal at approximately 2.25 inches from the proximal end. The port/catheter assembly is marginally patent to flusing; aspiration is not possible. Some clotted blood is flushed from the catheter and shadows of remaining obstructions that are presumed to be additional clots can be visualized through the tubing's opaque wall. No leaks are noted form the septum or catheter as the catheter's distal tip is occluded and the assembly is hydraulically pressurized to sustained pressures greater than 25 psi. No leaks are noted. Microscopic examination of the tubing inner diameter and severed walls reveals the agent that caused the exterior stain did not penetrate the outer surface of the tubing. Microscopic (9c) examination of port reveals, in addition to slit, an indeterminate number of needle puncture sites in septum. Punctures appear to be result of non-coring needles. Examination of slit shows straight, even edges with flat walls. These characteristics are consistent with damage occurring at explantation resulting from contact with a scalpel. Slit does not penetrate through septum into port reservoir. Microscopic views of the port with stem located at 6 o'clock position, shows a shallow perpendicular cut in plastic collar near 12 o'clock position. This cut in line with septal slit and appears to be an extension of it. Complaint of cracked and leaking port septum is unconfirmed. No leaks could be replicated in lab setting. It is possible slit in port septum could be interpreted as "crack," however, this damage is consistent with sharp instrument trauma occurring during surgical removal of device. Complaint file indicates only that "a drug leaked from the cracked septum;" it does not provide specific info regarding how customrer discovered the leak or determine origin of leaks. Customer may be using term "septum" when actually referring to catheter.

Event description:
Drug leaked from the cracked septum. The port was replaced surgically.